Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.5-3.5. Pt had a nosebleed the night of (B)(6) 2010, which stopped without treatment.

Manufacturer narrative:
Investigation pending.